Event description:
It was reported; that the surgeon while using the coronal benders to create a more acute bend to fit the rod to the screws, the rod broke at this point.

Manufacturer narrative:
Method: complaint history review; risk assessment.results: the customer event of a xia 3 vitalium rod fracture was confirmed via visual inspection of the returned device. The fracture was likely caused by too much compressive force during the preparation of the rod from to acute of a bend angle, which could be drawn from the correspondence received. Conclusion the cause of the rod fracture is user error.

Event description:
It was reported; that the surgeon while using the coronal benders to create a more acute bend to fit the rod to the screws, the rod broke at this point.